Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported suture break was could not be confirmed as the suture was not returned. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the calcified left common femoral artery (lcfa) was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, after harvesting the suture, a suture break was noted with the first proglide device. When the plunger was removed from the second proglide device, a link break occurred. The sutures of two new proglide devices were successfully pre-placed in the lcfa. One proglide device was used for successful suture placement in the right common femoral artery (rcfa) using the pre-close technique. The sheath was upsized to an 18f and the (aaa) procedure was completed. Hemostasis was achieved in the lcfa and rcfa with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.